Event description:
The following has been reported: nurse reported: ""date of issue: 03/31/2026. When did incident occur? Before use. Injury or adverse reaction? No. Stopped an active infusion? No. Drug administered: n/a. Power reset performed? Yes. Outcome after reset: issue continued. Pump problem, both lights are flashing red; 4/1/26: no evidence of battery fault in systems dashboard. Noted flow control status failure in device log. A preliminary review identified the following issue: mechanical hardware failure (air compressor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a failed air compressor. Upon return, the device immediately alarmed at startup. Device was reverted to manufacturing mode and failed pneumatic recharge testing. The battery packs are to be replaced on this unit. Customer site is experiencing an abnormally high premature failure rate of batteries. While not a source of failure at this time, the battery pack will be replaced.